Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Contact changed out supplies multiple times, in an attempt to resolve issue. There was no reported impact to blood glucose (bg) level. At the time of the report, the pump was not available for troubleshooting. Multiple attempts were made by tandem¿s technical support to perform troubleshooting and obtain additional information; however, no additional information was provided.